Event description:
It was reported that the patient had symptomatic endplate resorption after a lumbar interbody fusion with the use of rhbmp-2/acs. The patient underwent a revision surgery.

Manufacturer narrative:
(B) (4). A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.